Event description:
Same event as MFR report #: 2134265-2008-00499. It was reported that during a rotational atherectomy procedure, the burr became stuck in the lesion. The severely calcified lesion being treated was located in the 60% stenosed proximal left anterior descending (lad) artery. The floppy rotawire guide wire was advanced distal to the lesion, and the 1.75mm burr was then advanced. Two ablation runs for a total of 30 seconds were completed at 194,000 rpms with a decrease to 184,000 rpms. An attempt to withdraw the burr from the lesion was made but difficulties were encountered. The device did not register a stall. The physician then tried to pull the burr, and advanced a second wire in an attempt to loosen the burr, however, attempts to remove the burr were unsuccessful. The pt experienced st elevation, pain and arterial pressure decrease during these attempts, therefore, epinephrine was given and an iabp was inserted. The catheter and wire were then cut, and the pt was taken to surgery for CABG. "Incredible calcifications" were found during surgery, and the pt is "alive" following surgery. In the opinion of the physician, the reported difficulties were due to "pushed the burr too strong through the artery and maybe a smaller burr should have been used".

Manufacturer narrative:
The root cause classification for this is determined to be use/user error. The directions for use state "choose a rotalink plus catheter that has a burr appropriately sized for the procedure". The plus unit was operated at 194, 000rpm. The recommended speed for a 1.75mm burr is 180, 000rpm. The dfu also states "to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed". During the procedure the device was set at 194, 000rpm and decreased very quickly to 184, 000rpm. The dfu states "advance at a rate such that the burr speed is decreased no more than 5,000rpm from the unloaded, platform speed. This can be determined initially by observing the console display, and subsequently, by listening to the corresponding drop in audible pitch".